Event description:
A pump alarm was reported during insulin pumping. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge properly, and the customer successfully resumed insulin therapy.